Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Outcomes attrib. To ae and describe event or problem-corrected and updated relevant tests/lab data-updated (B)(4).

Event description:
It was further reported that in (B)(6) 2014, the patient also presented due to chest pain while walking and was hospitalized on the same day. Patient's electrocardiogram (ECG) revealed left axis deviation and st-segment abnormality, which was considered anterolateral ischemia. Also, coronary angiography was performed and showed a 90% in-stent restenosis (isr) at the ostium (distal anastomosis appears intact) of the study stent in left internal mammary artery (lima) to mid left anterior descending (lad) artery, not stent thrombosis as was previously reported. Eleven days from admission, the patient presented with symptoms of myocardial infarction (mi). Patient's cardiac enzyme was elevated (peak troponin I = 3.68 ng/ml, uln=0.08 ng/ml) repeat coronary artery bypass graft (redo-CABG) in both target vessel revascularization (tvr) and non-tvr vessels was performed to treat this event. On august 2014, the event was considered as resolved and the patient was discharged.

Event description:
(B)(4). It was reported that stent thrombosis occurred. On (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, coronary angiography and the index procedure were performed. The target lesion was an ostial lesion located in the left internal mammary artery (lima) to mid left anterior descending (lad) artery with 90% stenosis and was 6mm long with a reference vessel diameter of 2.5mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 8mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2014, the patient presented due to worsening of coronary artery disease and was referred for cardiac catheterization. Coronary angiography was performed and revealed 99% stent thrombosis of the previously placed study stent located in the lima to mid lad. Angiography without revascularization was performed and no other procedure were performed to treat the event.